Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that catheter has pinholes. The leak occurred during insertion outside of the patient's body at the catheter site. The patient sustained no injuries. Catheter was replaced and reinsertion was performed. No other interventions were required.